Manufacturer narrative:
H4: the lot was manufactured from august 17, 2021 - august 18, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed fluid inside the bladder of the device which suggested an under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The reporter stated that after 23 hours of infusion, approximately 50% of the drug was left in the device. The device had been filled with 8g flucloxacillin in 230ml 0.9% sodium chloride solution. The nurse performed troubleshooting with the patient and the caregiver, and no issues were identified that would have caused the reported issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.